Event description:
This pt had a total left shoulder arthroplasty in 2001. Pt has had pain for one year, severe since august 2003. Pt's left shoulder has a monopolar endoprosthesis in place which is rubbing on the glenoid. Pt was admitted for a total shoulder revision. During procedure all components were removed and replaced.